Event description:
During a coronary stent procedure, the physician was attempting to direct stent and was unable to cross the lesion. Upon removal the physician was unable to retract the delivery/stent device back into the guide catheter and removed the entire system. Upon removal the proximal edge of the stent is damaged. Pt status is listed as "okay".